Manufacturer narrative:
Received and placed unit under microscope and found contamination / corrosion damage at connector pins. Unable to perform functional test, verify battery or led anomaly due to contamination / corrosion damage at the connector pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the transmitter being unable to charge, an led anomaly, and no communication between the pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-1884 and mmt-7841zn. Troubleshooting was performed and the transmitter serial number was not in the manage devices screen. The customer was assisted with pairing the transmitter to the pump but the transmitter would still not communicate. The transmitter did not blink when removed from the charger after being fully charged. Customer was advised that transmitter may not be working. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and the customer response was the device will be returned. Mmt-7841zn was requested and customer response was the device will be returned.